Event description:
It was reported that bd maxzero pressure rated extension set was separated the following information was received by the initial reporter with the following verbatim it was reported by a customer that the IV extension tubing disconnect from the catheter hub which led to blood loss, causing tubing stiffness, pieces detaching easily and pressure injury occurred.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of "IV extension tubing disconnect from the catheter hub which led to blood loss, causing tubing stiffness, pieces detaching easily and pressure injure occurred." Could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material mz5304 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.